Manufacturer narrative:
The damaged end of the cannula was circumferentially cut at the end of the cpc connector. A new cpc connector was inserted into the cannula, and the driveline to the excor drive was replaced. The severed portion of the cannula and the driveline connector were returned to syncardia for evaluation. The results of the investigation are set forth in the failure investigation data analysis and conclusions report attached hereto. The cannula and driveline connector were examined under a 40x microscope. The female cpc connector showed no signs of unusual wear. Inspection of the cannula revealed that there were no landmarks that could be identified as the possible point of air leak. It is assumed that the biomedical engineer cut through where the leak originated when performing the repair. Based upon the reported observations of the hosp clinical engineer at the implanting center, it is possible that the pt's unique behavioral patterns or activities, such as catching the cannula in his jacket zipper, could be a possible reason for the leak initiation. The syncarida cardiowest tah-t (B) (6) instructions for use warn against touching the device components with sharp-edged objects such as belt buckles, or covering the components with clothing. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
Customer in (B) (6) reported that a tah-t pt, living at home and supported by an excor portable driver, noticed a small air leak at the driveline connector for the left ventricle. The pt went to the hosp and was evaluated by the hosp clinical engineer. The clinical engineer reported that he observed a small hole at the tip of the left cannula, near the last hose barb of the cpc connector. The clinical engineer also reported that the pt had made a statement that the cannula may have been caught in the zipper of a jacket that the pt had put on around the time that he noticed the air leak. The cannula was repaired on site by the clinical engineer, assisted by syncardia clinical support personnel. There was no injury to the pt.